Manufacturer narrative:
As reported, the ventralight st w/ echo ps inflation tube broke and the yellow anchor detached, which was unable to be retrieved. The sample is not available for return. It is possible that closing the defect prior to pulling the inflation tube up through the abdomen may have contributed to the issue that presented. However, based on the information provided and without having the sample to evaluate, root cause cannot be determined. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an incisional hernia repair procedure using a ventralight st w/ echo ps the surgeon closed the defect with suture prior to pulling the inflation tube up against the abdominal wall. As reported the inflation tube broke and the yellow anchor detached when pulled up against the abdominal wall. Reportedly, the yellow anchor was unable to be retrieved, and was left in vivo. The procedure was able to be completed using the same mesh. There was no patient injury.